Event description:
The customer reported that a no flow alarm occurs after every three to four tpns. The device always goes into a no flow on the orange station and cannot continue on any other station.the hospital rep stated that there have been no reports of any patient incident involving this pump, since the last baxter service event.